Event description:
It was reported that when entering femur cutting screen, the bur started spinning when the foot pedal was pressed and the surgeon was able to cut for a few seconds before getting a pfs motor control error (with 3 options, jammed handpiece etc) system moved back to handpiece connection and completed calibration and homing. During homing, the handpiece made a weird noise and the bur moved back and forth as if the gears had slipped but homing was successful. When trying to start cutting, the pfs control error came up again. The backup tray wasn't in the room and surgeon asked the scrub tech to take the drill out of the handpiece, check that the attachment and bur were properly assembled and tried to calibrate and home again. Homing seemed normal burring was performed when moving back to cutting. Used the handpiece for the rest of the case and never switched to the backup.

Manufacturer narrative:
H3, h6: the device was used in treatment and the log files were returned for evaluation for investigation. Evaluation of the returned log files was performed which showed an "over current" error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. This confirms the issue in the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.